Event description:
It was reported that the programmer incurred an error after booting. Running the service disk did not clear the issue. It was also reported a black screen was found upon turn-on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer powered up with a black screen and a system error.